Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but a provided video show the t-luer was detached from the slider. The trigger mechanism was activated and the slider moved proximally. This distal part of the delivery system was not visible such that is was not possible to determine if the stent is still loaded in the system but it is considered that the detachment of the delivery system led to the eventual failure to deploy the stent using the trigger which leads to confirmed results. It was reported that a 6f / 0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. Based on the information available and the evaluation of the provided photos, the investigation is closed with confirmed result for detachment and failure to deploy. A definite root cause of the reported incident cannot be identified. The intended placement of the stent in the iliac vein indicates an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding procedural access, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instructions for use states that "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a stent placement procedure using the e luminexx vascular stent in the left iliac vein via the right common femoral vein. During the procedure, the stent allegedly failed to deploy. There was no reported patient injury.